Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the incoming inspection member found debris in the sterile package. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned device was identified to have debris in the sealed area of the sterile package. The device history records were reviewed and no discrepancies were identified. As the product likely left zimmer biomet control non-conforming, the root cause of the reported issue is attributed to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.